Manufacturer narrative:
(B)(4). Device passed displacement test. Device alarmed hardware low level failure alarm (variable 3) during self test and confirmed in the pump history due to broken pin 1 trace (vdd) on u1 keypad assembly.

Event description:
The customer reported via phone call that their insulin pump had an error in the hardware low level failures. The customer¿s blood glucose was 148 mg/dl at the time of incident. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer performed self test and they got insulin pump error again. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.